Manufacturer narrative:
Continuation of medical device: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that a remote transmission showed that there was an alert on the atrial lead for undefined impedance. Potential loss of capture was also noted. The lead remains in use. No patient complications have been reported as a result of this event.